Manufacturer narrative:
Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department complaining of ¿thumping¿. A remote transmission was sent that showed that the right ventricular (rv) lead had a polarity switch due to low impedance. The polarity was manually reprogrammed back to bipolar. In addition, the rv lead appeared to be oversensing. It was further indicated that the atrial lead was far field r wave oversensing at times. The leads remain in use. No further patient complications have been reported as a result of this event.